Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility, the core impaction drill was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The reported event was duplicated by the manufacturer service technician. During visual inspection the manufacturer service technician observed driveshaft assembly corrosion, which can cause or contribute to the reported event of overheating.

Manufacturer narrative:
The device is available for evaluation; additional information may be submitted once the quality investigation is complete.